Manufacturer narrative:
Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm micl12.1 implantable collamer lens, -13.5 diopter, into the patient's eye in (B)(6) 2007. Reportedly, the patient developed a cataract. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
B5-updated info: in (B)(6) 2021 the lens was explanted from the right (od) eye due to lens opacity asc. Cataract was removed and a multifocal lens was implanted with no complications. H6-health impact code updated. (B)(4).